Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number - (B)(4).

Event description:
The hospital reported that at the end of an endoscopic vessel harvesting procedure, the vasoview hemopro 2 wires in the jaws were exposed. The reporter updated that it was most likely heater tip that detached. No replacement kit was used, since it was already complete. There were no pt effects. The product was discarded.